Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio2 meter displayed an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the alleged issue began during the week prior to contacting lfs, when the meter repeatedly displayed a ¿test strips problem" message. The patient manages her diabetes with oral medication, diet and/or exercise. She denied making any changes to her usual diabetes management routine after obtaining the alleged error messages. She reported that a ¿couple of minutes¿ after the alleged issue began, she developed symptoms of ¿dizziness¿. She reported that she contacted the emergency medical services (ems) and obtained advice from a healthcare professional (hcp) to eat sweets. The patient reported that she consumed ¿2 candies¿. She denied using any other device to check her blood glucose levels. During troubleshooting, the csr confirmed that the meter was not being used for the first time. Based on the information provided, there had been no trauma or misuse of the product. The csr offered to walk the patient through a retest but the patient had discarded her test strips. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the meter issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged error message remained unresolved at the time of troubleshooting.